Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 3:00 am, the patient reported that the cgm displayed a reading of 50 mg/dl. In response, the patient consumed coca-cola and sugar; however, the cgm reading did not change. The patient did not have access to a bg meter to perform a fingerstick test at home. The patient subsequently drove himself to the hospital, reporting symptoms of ringing in the ears and slightly blurred vision. Upon arrival, a fingerstick bg measured 600 mg/dl. The patient was taken to the emergency room, where he was treated with intravenous insulin and received an additional injectable medication to lower his glucose levels, though specific details of this medication were not provided. A follow-up fingerstick bg measured 190 mg/dl. The patient remained in the hospital for approximately three hours and was discharged thereafter. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.